Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 1-2. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU). The sgc and the clip delivery system (cds) were inserted without issues. A mitraclip ntw was implanted without issues. A mitraclip nt was then implanted. However, during aspiration and after removing a clip delivery system (cds), a loss of fluid column was observed. It was noted that the stopcock was grabbed, bent, and put pressure on the sgc, causing the leak. The patient experienced arrythmia for a couple of minutes, and an air embolism had been observed. The air embolism was then quickly removed from the patient via aspiration. The sgc was removed from the patient. A magnetic resonance imaging (MRI) was performed, and tissue plasminogen activator (tpa) was administered to treat potential stroke. Heparin was administered to treat the potential clot. The patient returned to baseline. The procedure was completed. The mr was reduced to a grade of 1-2. The patient was discharged to home. On (B)(6) 2024, the patient presented to another hospital with a frontal brain bleed and was hospitalized. In the physician's opinion, the mitraclip devices or potential air embolus did not cause or contribute to the patient's frontal brain bleed. The tpa and heparin administered likely caused the frontal brain bleed. In the physician's opinion, the air entering the guide may have caused the brief arrythmia during the procedure, which prompted the administration of tpa and more heparin, which then could have caused the internal brain bleed. It was noted that the patient was likely to go on comfort cares.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported leaking hemostasis valve was confirmed via returned device analysis. Additionally, the hemostasis valve luer was observed to be cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the observed cracked hemostasis valve luer was due to procedural circumstances. The reported leaking hemostasis valve was due to the observed cracked hemostasis valve luer. The reported air embolism and arrhythmia were cascading events of the reported leaking hemostasis valve. The reported patient effects of embolism and arrhythmia, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.